Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the fuse of the console blew during a case, causing a popping sound and affecting video/tower function. There was no patient involvement, but a new unit needed to be brought in, and the tower needed to be restarted.

Manufacturer narrative:
Alleged failure: per our on-site team member and ortho lead, the fuse of the console blew during a case today, causing a popping sound and affecting video/tower function. There was no patient involvement, but a new unit needed to be brought in, and the tower needed to be restarted. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be due to fluid ingress and/or physical damage. It is recommended to swap this console for a new one. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the fuse of the console blew during a case, causing a popping sound and affecting video/tower function. There was no patient involvement, but a new unit needed to be brought in, and the tower needed to be restarted.